Event description:
It was reported that the patient with this right atrial (ra) lead was exhibiting loss of capture. The patient experienced diaphragmatic stimulation and chest pain and was hospitalized. Right atrial (ra) lead far field oversensing was noted. Technical services (ts) was consulted and recommended reprogramming options. Revisions that resulted in rv lead explant were performed. This ra lead remains in service. No adverse patient effects were reported.